Event description:
The customer stated they rec'd a new axsym troponin-I adv reagent pack. The instrument opened the flipper bar, but the stopper stayed in the bottle which caused the probe to crash. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.